Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "found hook tip and shaft has been separated while checking op field." Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. The breakage was found where the main tube meets the clevis of the distal hook assembly. No material was found missing. The root cause of broken instrument main tube is typically attributed to mishandling/ misuse. An additional observation that was not reported by site and that was related to the customer reported complaint was that the instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No thermal damage was observed. This failure likely occurred due to the broken main tube. Root cause of this failure is attributed to mishandling/ misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for evaluation, but it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, a review of the instrument log for the permanent cautery hook (part # 478090-03/serial# (B)(4)) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021, on system sk2009. The instrument had 9 uses remaining after the last use. Review of the provided images is consistent with the complaint of broken instrument tip. The root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. This event is being reported because the blade of the harmonic ace instrument reportedly broke and fell inside the patient. All fragments were retrieved, and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) was used as normal on the instrument arm 2. When putting the specimen into the lab bag and checking the operative field, the customer found the hook tip and the shaft had been separated from the pch. The fragment was retrieved during the same procedure. A backup instrument of the same kind was used to continue. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for about 30 minutes, then the customer put the instrument aside to place the specimen into the lab bag. The instrument was still inside the patient¿s anatomy and was not removed from the arm for cleaning. While the customer was checking the field after moving the lab bag, the instrument tip was found inside the patient. All the fragments were retrieved during the same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragments. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. There was no patient injury. The surgeon did not notice any issues with the functionality of the instrument. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Neither the instrument nor the cannula had any other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) were available for review. Information regarding patient relevant testing, and medical history were requested; however, the reporter was not able to provide that information.